Event description:
It was reported that noise that resulted in over-sensing and pacing inhibition was detected on the right ventricular (rv) and right atrial (ra) lead. The ra lead was explanted, the rv lead was capped, and both were replaced to resolve the event. The patient was stable.